Manufacturer narrative:
The returned contour next one meter was evaluated. During the investigation, it was determined that the characters displayed on the meter were abnormal. The printed wire board and liquid crystal display (lcd) of the meter were found to be abnormal. The cause of the issue was associated with the lcd component.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. During the investigation, it was discovered that the meter had a display issue. Further investigation will be performed. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #. MDR 1810909-2020-00414 was filed for the allegation of incorrect units of measurement on the contour next one meter.

Event description:
The customer from finland returned the contour next one meter for evaluation associated to the event of incorrect units of measurement on the meter. Upon investigation, it was discovered that the meter had a display issue. There was no allegation of an adverse event. A replacement meter kit was sent to the customer.